Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient had a breach in septic technique and did not wear a facemask during the pd exchange. The patient¿s pd culture yielded growth of streptococcus which is an organism that is known to colonize the human oropharynx. Therefore, the patient¿s peritonitis can be reasonably associated with a breach in aseptic technique due to not wearing a face mask/having saliva on hands, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had contracted peritonitis. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021, the patient was seen in the outpatient pd clinic due to a report of abdominal pain. A pd culture was obtained the same day which yielded growth of streptococcus salivaris. The nurse stated the patient was treated with 2 grams of intra-peritoneal (ip) vancomycin on an outpatient basis. It was reported the patient is recovering from the event and continues pd treatment with the same cycler without any issues. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the event to a breach in aseptic technique during the pd exchange by not wearing a face mask/having saliva on hands, when making pd treatment connections. The cycler set is not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had contracted peritonitis. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2021, the patient was seen in the outpatient pd clinic due to a report of abdominal pain. A pd culture was obtained the same day which yielded growth of streptococcus salivaris. The nurse stated the patient was treated with 2 grams of intra-peritoneal (ip) vancomycin on an outpatient basis. It was reported the patient is recovering from the event and continues pd treatment with the same cycler without any issues. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the event to a breach in aseptic technique during the pd exchange by not wearing a face mask/having saliva on hands, when making pd treatment connections. The cycler set is not available to be returned for manufacturing evaluation.